Event description:
It was reported when using the bd pyxis¿ medstation¿ es the station had a failed drawer. The customer stated that the malfunction occurred when user trying to issue medication to patient and the required medication obtained from other station. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that the full height drawer 4 was failed. The field service engineer found that the storage space configuration was launched, and full height drawer was found to be missing. The back of the station was opened, and no lights were observed on the controller board. Fse replaced the controller board and firmware was updated and tested the drawer. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es the station had a failed drawer. The customer stated that the malfunction occurred when user trying to issue medication to patient and the required medication obtained from other station. There were no adverse events or injuries reported based on this incident.